Event description:
The pt had a lap band placed six months ago. That band was malfunctioning. The pt was in the or for the removal of the old band and replacement with a new band. During removal, part of the old band broke off. The surgeon was unable to retrieve the broken part after careful attempts of visualization with fluoroscopy. The piece remained in situ.